Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Common device name - corrected from the initial 30-day report.

Event description:
A health care professional contacted adc to report that a tip of the sensor filament was left in the customer¿s arm on (B)(6) 2019. It was further reported that customer required medical attention for the removal of the sensor tip from the customer's arm. The hcp used sterile suture removing tweezers to extract the filament from a customer¿s arm. No further treatment or medication was required. There was no report of death or permanent impairment associated with this event.